Manufacturer narrative:
Corrected g4 and h6.

Manufacturer narrative:
H6: added additional conclusion code.

Manufacturer narrative:
Code 22: the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: occlusion of device or native vessel, rupture. As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pll161207/22773241.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for aortic occlusive disease and was implanted with gore® excluder® conformable aaa endoprostheses. The trunk ipsilateral leg component deployed correctly but was positioned slightly higher than intended with partial coverage of the ostium of a renal artery. The device was reconstrained and the physician attempted to reposition but struggled with trying to reposition the cxt and chose to leave it as is and implant a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) covered stent in one of the renal arteries to ensure good flow. During post-dilitation of the vbx with a coda balloon catheter the renal artery was ruptured due to believed over-inflation of the balloon. The patent expired intra-procedure, a cause of death was not provided.